Event description:
Consumer questioning accuracy of the readings pt is receiving on the meter. Analysis run on clark error grid using mean average readings (233) as ref. Point vs. Bd readings (390, 150, 160) yielded data points in the c range of the grid, outside of acceptale limits.